Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial# (B)(6), product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that they did not think the controller was functioning right because they had to sync twice to get their boluses. The patient stated that the screen gets stuck on 90% when trying to retrieve pump settings. The agent reviewed information and how to clear the data. While on the call, patient was able to successfully connect to the pump and receive a bolus. The patient confirmed that they were able to sync and deliver a bolus more quickly. The issue was resolved. The patient also mentioned seeing service code 338 on the handset. The agent assisted the patient with disabling tutorial. The patient mentioned that they recently had back surgery, and the surgeon had to work around the pump at their vertebra. The surgeon was very careful not to cut any of the bars or anything like that. Additional information was provided from a consumer stated that their recent surgery was necessary due to a fall at the doctor¿s office, which resulted in a vertebral fracture. The surgery was not related to medtronic device.